Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.

Event description:
Consumer reported upon insertion of an unspecified number of tampons, the insertion tube broke apart. Part of the tube was left inside of her vaginal cavity and she was able to manually remove it. She reported it being uncomfortable. She did not seek medical attention and she did not experience any adverse health effects.